Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the button functions did not work. The monitor went from color bars to black and could not get out of black.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: went from colors bars to black. Confirmed failure: no problem found. Probable root cause: cables, connectors, digital board, power supply, filter / fuse. Ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, scope (see (B)(4) output ""visualization/image""), light source (see (B)(4) output ""white light""), camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) (B)(4).

Event description:
It was reported that the button functions did not work. The monitor went from color bars to black and could not get out of black.